Event description:
It was reported that the handpiece started to smoke where it connects to the handpiece cord during a wisdom tooth extraction. The procedure was successfully completed with another device. There was no pt or user injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was problems with a burnt motor and worn rotor coupler. The motor, rotor, nose cone, bearing stop, and bearings were each replaced. Service did a clean, lube, and adjust to the device , and it was repaired and returned to the customer.